Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional during intraocular lens (iol) implant procedure, reported that haptic snapped while the suture was being threaded through the eyelet. Surgery was completed using back up lens. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned posterior surface up in the lens case, positioned incorrectly. Solution was observed on both sides of the lens. One haptic was broken-distal area, not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The reported broken haptic was observed. No abnormalities were observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that the damage occurred while a suture was being threaded through the eyelet. The surgery was completed with another lens. The manufacturer internal reference number is: (B)(4).